Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the interface (umbilical) cable and computer for the viewing station of the imaging system were replaced to restore functionality. The imaging system then passed the system checkout and was found to be fully functional. The interface (umbilical) cable and computer have been received by the manufacturer for evaluation. However, results are not available at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the viewing station of the imaging system intermittently has a blue screen on the mvs when starting. Restarting the imaging system restored functionality.

Manufacturer narrative:
The analysis of the umbilical cable was completed by medtronic personnel. The cable was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The analysis for the computer of the viewing station of the imaging system was completed by medtronic personnel. Testing found that the computer would not progress past the reported prompt and os after multiple restarts. If information is provided in the future, a supplemental report will be issued.